Manufacturer narrative:
The reported event of signal artifact/noise could not be confirmed. The device was received in normal working conditions with battery voltage above elective replacement indicator (eri). Analysis performed, including sensitivity under field settings, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implantable cardiac monitor (icm) implant procedure. During the procedure, it was noted that the icm exhibited continuous noise that restricted the proper measurement of r-waves. The icm was not used and replaced. The patient was later discharged.